Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that an altitude alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high". However, specific value was not provided. Elevated bg was address by a bolus via the pump. Reportedly, customer reverted to an alternate form of insulin therapy.